Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user's report was confirmed. No image was present due to a faulty printed circuit board. Additionally, it was noted that the coating on the device was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high definition lcd monitor was not producing an image during a therapeutic procedure. According to the initial reporter, the staff completed the procedure by using another device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image was displayed due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. The coating on the device was found to be peeling; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.